Event description:
It was reported the lid was broken off during testing. *update* the manufacturing service technician found a weld fracture. No patient involvement, no medical intervention, no adverse consequences and no delay.